Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open total gastrectomy, the anvil had a difficulty in attaching to the trocar. The scrub nurse commented that the anvil head also had a difficulty in removing. The locking spring was not held with a forceps. A purse-string suture was properly performed on the target tissue. The anvil could be attached to the trocar after the surgeon tried to unite those parts about 5 times. There was no difficulty in the firing, and the staples were formed as intended. The same device was used as is to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r5950n. The analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, anvil half only, there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. No anvil issues were noted at any time during the analysis of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.